Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.

Event description:
Reporter reported that the unit gave defib failure cycle power error 01000 when charging & discharging upon incoming inspection testing. There was no report of pt involvement.